Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
On a (B)(6) patient during a left shoulder arthroscopy, 2 electrodes have been defective. The metal envelope of the end of the first device (lot u1606052) get detached during use, the surgeon succeeded in removing the metal part without extending the initial incision but with difficulty. The second device (lot u1602201) had drops of water in its tubing when opening the packaging, which questioned on the sterility of the device. Use of a third like device to complete the procedure. No patient consequence was reported. Infectious risk for the patient and risk of tissue damage.